Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during normal follow up, externalized conductors were observed via imaging. No electrical anomalies were noted. Lead was explanted and replaced.

Manufacturer narrative:
External insulation was noted at 7.6-7.7cm and 11.5-11.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 15.1-17.0cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 7.0-7.1cm and 19.8-19.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 17.5-17.6cm from the distal tip.

Event description:
Additional information received indicated that prior to lead revision, increased impedance was observed.